Event description:
It was reported that the customer visited the emergency room and was subsequently hospitalized in the intensive care unit with blood glucose (bg) level of 38 mg/dl. Suspected cause was due to customer stacking insulin while addressing a prior bg level. The customer attempted to address bg with consuming carbohydrates, however received intravenous fluids and glucose in the hospital, which resolve the issue, and the pump was confirmed to be functioning correctly. The customer was released from the hospital on the same day.